Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The severely tortuous and calcified left circumflex (lcx) was predilated with a non bsc balloon and then a 2.50x20mm taxus express2 drug eluting stent (des) was advanced to the lesion. However, the des was unable to cross the lesion. The device was removed and it was noted that the distal edge of the stent was lifted up. The procedure was completed with another of the same device with no patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore, a review of the manufacturing records could not be performed. The most probable root cause of this complaint can be attributed to operational context.